Event description:
During endoscopic pouch revision procedure, apollo endosurgery over stitch endoscopic suturing system broke. New device used without incident. Diagnosis or reason for use: endoscopic pouch revision. Expiration date: 09/01/2020.